Event description:
It was reported that, this right atrial (ra) lead was capped and surgically abandoned due to the lead exhibiting high pacing thresholds. The ra lead was successfully replaced with a new lead. No additional adverse patient effects were reported.